Event description:
The customer reported that the system displayed a precharge error message. This error will cause the system to lockup, shut down, or not to boot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system was tested and found to be working as intended and returned to service.